Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. No information has been received about how the problem was solved and no parts have been returned for investigation.no investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4119.